Event description:
The dome portion was detached from the catheter during the traction removal for replacement. The detached portion was removed by an endoscope. The device had been placed for 170 days.